Manufacturer narrative:
As reported, patient had pain, weakness in arm, spinal cord compression post usage of avitene and underwent additional surgery. Based on the information available, the user moistened the avitene flour with saline and thrombin. The surgeon also did not remove excess avitene material following hemostasis. As prescribed in the instructions-for-use supplied with the device avitene flour should be used in a dry state and any excess material should be removed. Root cause of the report event is the result of moistening / wetting the product prior to use and leaving excess material at the site by the surgeon. No lot number has been provided; therefore, a review of the manufacturing records is not possible the warnings section of the instructions-for-use (IFU) supplied with the device states "moistening mch or wetting with saline or thrombin impairs its hemostatic efficacy. It should be used dry." Per the precautions section of the IFU, "only that amount of avitene¿ (mch) necessary to produce hemostasis should be used. After several minutes, excess material should be removed. Any excess avitene¿ (mch) not removed at the time of surgery may either present itself as a (recurring) mass or a (space occupying) lesion or it may lead to a foreign body reaction." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent the anterior cervical discectomy and fusion (acdf) procedure on (B)(6) 2023. Avitene flour 1 gram mixed with saline and thrombin was used (off label per IFU). The surgeon left excess avitene in and seeped into the epidural space leading to spinal cord compression. Post usage patient experienced pain and weakness in arm and underwent additional surgery on (B)(6) 2023 which included a corpectomy. No other hemostatic agents or products were used.